Event description:
It was reported that the patient entered the hospital for reprogramming on (B)(6), and the amplitude was set to 2.4 volts with the frequency at 170 hz. When the device was interrogated two days later the frequency had changed to 130 hz. At this time amplitude was increased to 2.5 volts. When the device was interrogated three days later the amplitude had decreased to 0.2 volts. At this time the amplitude was increased to 1.6 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that during the (B)(6) reprogramming session that the an electrode setting had changed from electrode #1 to the battery, and was set to unipolar stimulation. There was no malfunction reported, no intervention or removal was planned, and the patient received effective therapy. The physician confirmed that the patient had not been exposed to a strong electromagnetic field. The stimulation settings had not changed on their own since the last system check; therefore, it was suspected the programming changes occurred when the physician programmer was moved away from the implantable neurostimulator (ins) during an impedance measurement. If additional information is received, a follow up report will be sent.